Manufacturer narrative:
Patient information was not made available from the site. On 08/29/2016 a medtronic representative, following-up at the site, confirmed that after reviewing the error logs with the factory support team, it was determined there may be an issue with the digital motor control board. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system had stopped moving around a patient. They were able to open the door, however, the imaging system would not drive backwards. The site turned the imaging system off and pulled it out of the room. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Two motion control boards were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The frame assemble drive mount was returned to the manufacturer for analysis. The component failed visual inspection with cut / broken wires. Unable to run functional testing due to wires coming from drive motor were cut / broken. Per initial onsite testing the drive motor assembly was replaced and the system passed system checkout. The imaging system was replaced to address customer relation issues. During preliminary evaluation of the system in house, the following findings were documented: mvs skin has scrapes. O-arm generator covers skin has paint scrapes. O-arm bellows skin has paint scrapes. O-arm 135 inner skin damaged. Rear axle and wheel rubber damage and paint scuffs. O-arm drive is noisy. The cosmetic damages on the system (bullets 1-5) were addressed through cleanup or cover replacement. The noise on the o-arm drive was eliminated by adjusting the drive system.